Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A non-bsc 6f sheath was selected and advanced to gain access to the artery. A non-bsc guidewire was then selected and advanced. A 2mm x 20mm x 142cm coyote es otw balloon catheter was then selected and advanced to treat the target lesion. Upon first inflation, the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient's condition was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A non-bsc 6f sheath was selected and advanced to gain access to the artery. A non-bsc guidewire was then selected and advanced. A 2mm x 20mm x 142cm coyote es otw balloon catheter was then selected and advanced to treat the target lesion. Upon first inflation, the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).